Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 150 mg/dl. The customer stated that their insulin pump alarmed and went into a threshold suspend. The customer was assisted with trouble shooting and was informed that the sensor was not properly placed on the body. The customer was educated on the proper site and insertion technique of the sensor. The insulin pump works as designed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.